Event description:
It was reported that table's shoulder attachment allegedly became dislodged during a procedure. There was no report of an injury to the pt or a delay in procedure.

Manufacturer narrative:
The table was examined by the hospital's biomedical engineer. The engineer determined the cause of this alleged event was related to the female locks on the shoulder attachment. Replacement of the locks solved the issue. A berchtold field service technician visited the site and inspected the table so that it could be placed back in service.